Event description:
This report is being filed as the clip opened while locked. It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4, with a dilated left atrium and prolapsed posterior leaflet. The mitraclip (cds0701-xtw, 20222r141) lock had failed while establishing final arm angle. The device was removed without an issue reported and another device was used in replacement. The mr had been reduced to <1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was discarded and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).